Event description:
During an omni procedure, the physician performed a 180-degree canaloplasty in the superior hemisphere and upon retraction, the microcatheter automatically advanced forward in a spring like manner about 2mm in length. The action occurred while the device was still in the schlemm's canal. There was no injury reported. A new device was used to complete the procedure.